Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter : it was reported that markings on the syringe were not correctly fixed so when rubbed over the area with fingers, the available markings were too easily erased.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-apr-2022. Investigation summary: customer returned (9) 1ml, 6mm, 31g u40 insulin syringes in an open poly bag from lot # 1207129. Customer states that the markings on the syringe were not proper. When rubbed the area with fingers, the markings available were erased easily too. All returned syringes were examined and one sample exhibited partial scale markings on the barrel. All returned syringes were tested and the sample with partial scale markings had the remaining scale markings removed after testing for scale marking ink permanence. A review of the device history record was completed for batch # 1207129. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure the root cause cannot be determined due to a lack of evidence.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter : it was reported that markings on the syringe were not correctly fixed so when rubbed over the area with fingers, the available markings were too easily erased.